Event description:
It was reported that the lead dislodged twice post implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies. A guidewire was stuck in lead. A damaged guidetooth was noted. Blood/body fluid was observed on all conductors and in/on the helix/lobe mechanism. The proximal conductor was distorted. The inner insulation and inner tubing was kinked buckled. All insulators and the outer insulation were breached cut. Apparent explant damage was noted. The lead has been stretched so the inner tubing buckled which prevents the helix from functioning properly.